Event description:
In 2006 the lay user/pt contacted lifescan alleging that the one touch ultra was displaying "error 4" with an entire test strip vial. The medical affairs specialist spoke with the pt 2 days later to obtain/verify the following info. The pt normally tests 3 times a day and was taking 10 units of novolog (before each meal) and 40 units of lantus before dinner. On an unspecified date/time, the pt became tiredn and had difficulties urinating, which lasted for a week. During this time, the pt was unable to obtain a reading on the reported meter and did not test on another device. The customer care advocate (cca) verified that the test strips were in good condition, the meter was exposed to temperature that was within range, and the correct testing technique was used. The pt thought she had a urinary tract infection and had cranberry juice but was still concerned with her symptoms so she went to the doc in 2006 (date not specified). She obtained a blood glucose result of "430 mg/dl" on the doc's meter and told that she had sugar in her urine. The pt did not receive any treatment from her doc but was advised to increase her lantus to 50units and to follow a sliding scale for her novolog. Since the insulin regimen change, the pt has felt better and had been using her old meter to check her blood glucose levels. A few days prior to contacting lifescan, the pt ran out of test strips for her old meter so she was unable to check her blood glucose levels. The "error 4" was unresolved with troubleshooting because the cca walked the pt through a control solution test, which also resulted in an "error 4".

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.